Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock due to atrial tachycardia. Upon investigation, the right ventricular lead was found to have retracted back into the atrium via fluoroscopy. The lead was repositioned on (B)(6) 2021. The patient was in stable condition.